Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 427mg/dl. The customer also stated that she was experiencing nausea, vomiting, and dehydration before being admitted. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.